Event description:
A gore hybrid vascular graft was used for an dialysis av graft. During deployment, the deployment line became stuck after 1/4 of the nitinol reinforced section of the graft deployed. The physician continued to pull the deployment line when the deployment line broke. An attempt to complete deployment was unsuccessful. The graft was removed from the vessel and another graft was used to complete the procedure. The patient did not experience any adverse consequences.